Event description:
Information received from the field does not address the patient's clinical status but notes inappropriate measured data. The device had been programmed to a base rate of 70 ppm with atrial outputs of 5.0v, 0.6ms and ventricular outputs of 2.5v, 0.8ms. During the follow-up, the device exhibited measured battery data of 2.82v, and 2.81v. A final reading displayed 2.75v, 43ua, <1 kohms.